Event description:
The physician's assistant reported to maquet's account manager during a passing conversation that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. The same unit was used to complete the procedure by the p.a. Using a very small incision so the balloon does not have to be inflated yet still maintains the tunnel. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).